Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that reported they were having problems with their stimulator because they were leaking. It had gotten really bad for the last few days. In fact it got so bad that they wet themselves one night. They got out of bed one night and could not control themselves at all and leaked all over their whole bedroom floor. The agent reviewed how to use the programmer to check therapy status. The patient was on program 1 and therapy was off. The patient wanted to try a different setting to see if that could improve their leaking. The patient increased the stimulation to a comfortable level but noted they could feel stimulation down the leg, not the pelvic floor. The patient said they would maintain stimulation level and would continue to track symptoms. They were redirected to their healthcare provider (hcp). .